Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at base of device, which caused the patient blood glucose elevated from 200 to 250 mg/dl. The infusion set was in use for 12 hours. The patient replaced supplies as necessary and resume insulin. No further information available.